Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The patient experienced cloudy effluent as a result of the peritonitis and was treated with vancomycin 2g intraperitoneally (ip) and ceftazidime 1g ip daily for the event. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.